Manufacturer narrative:
Gender is not applicable as the device was not clinically used. A review of the manufacturing documentation associated with this lot was performed and no issues were noted that were considered potentially related to the reported complaint. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported by the site, a ¿little piece of plastic¿ was found on the luer hub of a 4f avanti+ sheath introducer prior to use on a patient. When the avanti+ sheath introducer was opened, a ¿little piece of plastic was found on the dilator portion of the luer hub. The device was not clinically used and there was no reported patient injury. The site further reported that this was the second avanti+ sheath that had been received in this condition. Attempts to obtain further details regarding this event have been unsuccessful. The products were not returned for analysis. A device history record review was performed and showed that this lot met all requirements per the applicable manufacturing quality plan. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of these devices, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
Once the avanti plus sheath was removed from the packaging, it was noted that there was "a little piece of plastic" on the luer hub on the dilator portion. This is the second avanti plus that was received in this condition. The first product was not reported. There was no patient injury as the device was not clinically used.

Event description:
Once the avanti plus sheath was removed from the packaging, it was noted that there was ¿a little piece of plastic¿ on the luer hub on the dilator portion. This is the second avanti plus that was received in this condition. The first product was not reported. There was no patient injury as the device was not clinically used. The product is available for analysis.